Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "downstream occlusion" was able to b reproduced. The device was sent for downstream occlusion test for high, low and medium settings with testing unable to be completed due to false auto restart. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor's no-tube and scale factor out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, 'downstream occlusion' was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor readings. The force sensor could not be calibrated and therefore the downstream sensor requires replacement to address this issue. During evaluation, the device was sent for downstream occlusion test for high, low and medium settings with testing unable to be completed due to failing auto restart. The force sensor could not be calibrated and therefore the downstream sensor was required to be replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.